Event description:
The patient was implanted with a left ventricular assist device (lvad). The hospital staff at a local hospital (non-vad implanting center), contacted the manufacturer reporting that a patient expired. The hospital staff was unsure from the patient's family that the patient expired due to a lvad issue. The hospital staff relayed that the patient threatened to disconnect power. The hospital staff was trying to find out what could be done in order to have the pump and system controller interrogated to see if any of the equipment was the cause of death; if the patient actually disconnected power, or another cause was at fault. It was discovered by patient's family that the patient was unresponsive when he was discovered. The hospital staff stated that when the emergency unit was called onsite, the power was connected. The hospital staff would like the patient's system controller interrogated and the log files be reviewed to determine the events of what happened leading up to patient's death. With assistance from the manufacturer's technical services, it was explained to the hospital staff that the vad coordinator at the implanting facility would likely be the best way to retrieve the log files to be examined and have the system controller sent in for further investigation. No further information is available at this time.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.